Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms and a high out of range shock impedance measurement of greater than 125 ohms on the right ventricular channel. At this time no intervention has been performed and the ICD remains implanted and in service. The patient will continue to be monitored and there were no adverse patient effects reported.